Manufacturer narrative:
The device history record, (B)(6) ln 28449, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is presently investigating the root cause of the reported incident and is in communication with the clinic. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology marketing department spoke with the patient, which indicated that they were not able to receive their full course of floxuridine treatment because the pump did not fit well in their body. This occurred over a year ago.